Manufacturer narrative:
(B)(4). Date sent: 3/30/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during post anastomosis leak check, surgeon noticed a leak on the anterior side. Upon further inspection, it appeared that most of the anterior staple line was incomplete. Surgeon oversewed anastomosis. Procedure was delayed by 15 minutes. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 5/4/2026. D4: batch # 790d91. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil present. The washer was not received and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed in a test anvil. The device was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 790d91, and no non-conformances were identified.